Event description:
This is the second report of two reports concerning the same surgery and same surgeon (see MFR report number 1651501-2014-00031). This report concerns the plate bending handles (product ID pbh-5010-01). It was reported during a right ankle fusion surgery, the surgeon attempted to use the "anterior fusion plate and was unable to bend the plate to fit the patient anatomy. Due to this he tried to implant the device and it caused the distraction of the posterior talor space. He then decided to cut the plate below the most proximal hole." The surgery time was increased by 1 hour." Additional information was received from the surgeon who reported he "cut the plate with the plate bander and cut his right index finger with the plate shards caused by the screw-in plate benders that stripped locking slots." Betadine was applied to his finger, his gloves were changed and his finger was reported as "healed but sensitive". The surgeon was able to complete the surgery. On (B)(6) 2014 additional information was received from the representative who was present at the surgery. He stated the surgeon 'poked himself' with the thread of the plate when he used the plate bender. The surgeon changed gloves and used a different (spare) plate to implant in the patient and to complete the surgery. There was no reported issues with the spare plate. There was no reported injury to the patient.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.